Event description:
It was reported that the patient experienced an infection after implant. The infection was (B)(6). The patient did not believe the infection was related to the interstim device however her daughter thought it was.

Manufacturer narrative:
(B)(4).